Event description:
It was reported that a patient had a connection issue with uv flash transfer set during peritoneal dialysis (pd) therapy. The customer reported that it was very difficult to connect the patient connector with the titanium adapter, when the customer changed the transfer set. There was patient involvement, however, no patient injury nor medical intervention was reported.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional relevant information is received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.